Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump had lost power in the middle of the night. The reporter could not confirm whether the pump had emitted a replace battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: a review of the pump¿s history showed a reboot on the reported event date. No damage was found to the returned battery cap or the battery compartment. The returned battery cap was able to fully tighten to the pump and the pump was able to power on normally. The pump was exercised for 24 hours with no power interruptions. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Additionally, the contrast keypad button was intermittently unresponsive during testing, which has no effect on insulin delivery function. All other buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under the down arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.